Event description:
During solicited call, spouse reports line across screen obstructing view. Patient just started therapy. No other information available. Is the actual device available for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Yes. Did reported product fault occur while in use with a patient? Yes. Did the product cause or contribute to patient or clinical injury? No. Reported to (B)(6) by: patient/caregiver. Dose or amount: 0.002 ml/hr, frequency: continuous, route: sq. Dates of use: from (B)(6) 2019 to current. Diagnosis or reason for use: pah.